Event description:
Customer reported via phone call that he was hospitalized with low blood glucose between 40 and 60 mg/dl. Customer stated he was sleeping when the low occurred and had a diabetic seizure and a family member called 911 and woke him up. The paramedics gave him a glucose shot and he was taken to the hospital. The customer stated he thinks he overcorrected himself. He also reported that the insulin pump has physical damage. The threading on the battery compartment is coming apart and there are cracks and the battery cap can no longer screw in. The damage occurred about one or two weeks ago. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.